Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 656 mg/dl at the time of hospitalization. Troubleshooting for high blood glucose was performed. Customer was admitted into the emergency room as a result of the high blood glucose levels. Customer experienced nausea, vomiting, abdominal pain, difficulty breathing and was checked for diabetic ketoacidosis. Customer has been treating their high blood glucose levels using manual injection. Customer advised there were multiple air bubbles present in the tubing. Customer was advised to remove reservoir, rewind, reinsert reservoir and run manual prime with current set. Customer performed and passed the high pressure test. Customer was advised to follow up with their healthcare provider and monitor the device.